Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03105 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophageal band ligation. According to the complainant, the physician inserted the scope attached with the speedband into the patient. The physician suctioned the varice, and then went to deploy the band. The physician felt tension on the scope; it became difficult to turn the device handle, and band was not deployed. The physician had to release suction on the varice; the patient started bleeding, when the suction was released. Physician quickly removed the scope and device, and then set up the second device to manage the bleeding. The second device was used to manage the active bleed varice. Everything was completed, until the physician suctioned a small varice and went to deploy the last band. With the last band on the device, the physician felt scope tension. The physician released suction and decided to stop the procedure, as no more varices needed to be banded; the patient was no longer bleeding.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03105 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophageal band ligation. According to the complainant, the physician inserted the scope attached with the speedband into the patient. The physician suctioned the varice, and then went to deploy the band. The physician felt tension on the scope; it became difficult to turn the device handle, and band was not deployed. The physician had to release suction on the varice; the patient started bleeding, when the suction was released. Physician quickly removed the scope and device, and then set up the second device to manage the bleeding. The second device was used to manage the active bleed varice. Everything was completed, until the physician suctioned a small varice and went to deploy the last band. With the last band on the device, the physician felt scope tension. The physician released suction and decided to stop the procedure, as no more varices needed to be banded; the patient was no longer bleeding.

Manufacturer narrative:
A visual examination of the returned device found that the ligator head had one band partially deployed on the ligator. The teeth of the ligator showed slight damage on the last tooth for deploying the seventh band. A visual inspection of the handle found no issues. The trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with seven knots is intact and attach. A functional check of the handle found that the handle knob was able to be turned to take up slacks and there was an audible click heard at each complete turn. The most probable root cause has been determined to be that the force applied to the teeth may have exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.